Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that the patient experienced an insulin was trapped inside the cannula event on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: (B)(6).